Event description:
The customer reported that there was an infant death, and they are questioning the monitoring.

Manufacturer narrative:
The customer reported that there was an infant death and they are questioning the monitoring. Based on the limited info, an adverse event took place and the customer is alleging that their philips obtv device might have contributed because the appearance of the mother and baby's trace was similar. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)